Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis website was not establishing communication with the pyxis machine. After implementing adjustments online, communication was restored within the campus; however, changes could not be made to the pyxis machine, which displayed various messages on the pyxis screen, including disconnected mode or server connection failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that website was not communicating. The technical support specialist (tss) determined all pyxis stations were in disconnected mode despite being on the network. Troubleshooting included verifying connectivity, rebooting the server, and checking device communication. Network ports 10000 and 10001 were found closed, and information technology was contacted to open them. Dial-in permissions were requested to review services and sync status, and updates were communicated to users. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis website was not establishing communication with the pyxis machine. After implementing adjustments online, communication was restored within the campus; however, changes could not be made to the pyxis machine, which displayed various messages on the pyxis screen, including disconnected mode or server connection failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.